Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to an infection of the associated right ventricular lead. The manufacturer, model and serial numbers for the lead are currently unknown. This device had been implanted under the pectoral muscle and is part of the subpectoral implant 2009 product advisory, initially communicated on december 1, 2009. No other adverse patient effects were reported. Due to the advisory, the ICD could not be relocated to another subpectoral region and was subsequently explanted and later returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header found that it was lifted and there were deep gouge marks and scratches on the non serial number side of the case. This type of damage is indicative of a grasping tool being used during the explantation procedure. A review of the device memory found all daily impedance measurements to been within normal parameters while implanted. An x-ray was taken of the device and all header wires were found to be intact. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis determined that the damage observed on the device header was induced during the explantation procedure. However, it did not affect the functionality of the device.